Event description:
The customer reported noticing drips of fluid from the coulter lh 750 hematology analyzer. The customer suspected that the leak came from the blood sampling valve (bsv) and proceeded to secure the bsv but the problem persisted. The customer indicated that approximately 1/4 cup of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a face shield, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a large chip out of the center section of the blood sampling valve (bsv) causing the drip. The fse replaced the bsv to resolve the leak and verified the repair as per established procedures. Results: failure mode of the leak is attributed to a large chip out of the center section of the bsv. (B)(4).